Event description:
A patient reported on (B)(6) 2012 through (B)(6) service that the cassette inside the home choice (hc) machine's door was leaking. The home patient (hp) was not connected to the machine. Technical service representative swapped the device. The machine was used with pd (peritoneal dialysis) set and pd bags (product code unknown, lot unknown). No clinical consequences for the patient were reported.

Manufacturer narrative:
(B)(4). Suspect medical device info and a 510k number will not be provided because the product code, lot number and manufacturing facility are unknown. A follow-up MDR will be submitted if additional information is obtained. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. The problem was not confirmed and the root cause was undetermined. A follow-up report will be filed if any additional information becomes available.